Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump date was incorrect; cause was unknown. Reportedly, customer adjusted the pump date to resolve the issue. Additionally, it was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose ranged from 150 mg/dl to 157 mg/dl. Reportedly, customer declined tandem technical support follow-up to ensure back-up therapy is obtained.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged settings issue could not be verified.